Manufacturer narrative:
The device in question is a peripheral hardware unit used in conjunction with our ereader+ device. There was no deficiency noted with the ereader+ that was connected to the printer. Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their printer had error lights that would not turn off and that it would not pick up paper. As a result, the customer was advised to replace the drum. As the drum was being replaced, a burning smell was then noted to be coming from the printer. The customer subsequently confirmed that no injury occurred as a result of this issue.

Manufacturer narrative:
The complaint product was not returned. Though a root cause cannot be conclusively determined, a review of this event and other similarly reported events found that there is an overheating issue with the printer. The third-party manufacturer of the printer has been made aware of this issue for investigation. Escreen will continue to monitor and trend this issue.